Event description:
A nurse reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. The nurse clarified that the blood leak occurred 3 hours and 15 mins into the hd treatment. The blood leak was described as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used due to visually seeing the leak at the top of the dialyzer by the red hansen connector. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 350 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer. The treatment was considered completed at the time of the leak due to only have 10 minutes left in the treatment. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: h.6.

Event description:
A nurse reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. The nurse clarified that the blood leak occurred 3 hours and 15 mins into the hd treatment. The blood leak was described as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used due to visually seeing the leak at the top of the dialyzer by the red hansen connector. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 350 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer. The treatment was considered completed at the time of the leak due to only have 10 minutes left in the treatment. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. The reported complaint could not be confirmed, as a definitive conclusion regarding the complaint incident cannot be reached based on the limited information provided. A review of the production record was performed. The production record review showed there was one unrelated approved temporary deviation notice in the production of this lot. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. The nurse clarified that the blood leak occurred 3 hours and 15 mins into the hd treatment. The blood leak was described as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used due to visually seeing the leak at the top of the dialyzer by the red hansen connector. Fresenius bloodlines were used. The patient¿s estimated blood loss (ebl) was 350 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. There was no visible damage to the dialyzer. The treatment was considered completed at the time of the leak due to only have 10 minutes left in the treatment. The device is not available to be returned to the manufacturer for evaluation.